Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control replaced the system pcb assembly and observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use.

Event description:
It was reported to a physio-control sales representative that the customer's device did not power on. The customer was about to use the device on a (B)(6), female patient for monitoring (non-invasive bloodpressure measurement and spo2 monitoring). A backup device was available and there was no negative outcome for the patient reported.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.